Event description:
The customer reported via phone call that the insulin pump had a piece that was broken off. Customer's blood glucose was 473 mg/dl at the time of the incident. Customer changed her site and took insulin. Customer noticed the damage while changing the site. Customer stated that she was feeling okay afterwards. Customer stated that a piece has broken off on the top hole where the reservoir screws into the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.